Event description:
Pt admitted which diagnosis of left ankle pain secondary to hardware. Pt underwent multiple surgeries for left lower extremity, one of which was for removal of external fixator for non-union. The pt was advised non-weight bearing of left lower extremity. In 2003, pt underwent placement of malleolar plate. As per orthopedic surgeon the pt was non-compliant, the plate broke, pt developed a deformity. Pt underwent removal of hardware of the tibia and fibula takedown of non-union debridement with open reduction internal fixation.